Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the doctor observed a missing ceramic part during surgery. A visual search was performed and nothing was found.

Manufacturer narrative:
The tip breaking condition was not confirmed, since the unit was not returned. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe's tip assembly is performed on all the probes during manufacturing. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the doctor observed a missing ceramic part during surgery. A visual search was performed and nothing was found.